Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure loss of pacing with this right ventricular (rv) defibrillation lead was experienced when the device was removed from the pocket. Boston scientific technical services (ts) discussed that the lead was integrated bipolar and was not known to exhibit the behavior based on the circumstances provided. No adverse patient effects were reported.